Event description:
It was reported that the tablet could not be used when the power cable was not plugged, despite having a fully charged battery. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The tablet was returned to the manufacturer. Analysis is underway but it has not been completed to date.

Event description:
An analysis of the tablet was completed and no anomalies associated with the main battery were identified during the analysis. No anomalies associated with the tablet performance were noted either during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
UDI# (B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.